Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient has discomfort from ipg moving in her pocket from flat to side. Ipg possibly not sutured down. There was no known cause. Patient was seeing a physician on 7/17. Patient's weight was asked but unknown. Hcp had no further information and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that at the 7/17 appointment, it was decided to revise ins by hcp. Ins pocket was revised on 7/25, where it was found that ins was not sutured down. Ins was tunneled closer to abdomen and sutured down. The issue was resolved. Provided information was confirmed with the physician. No further complications were reported/anticipated.